Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable findings documented in section b5, the following issues were discovered; the air/water cylinder had no color, the suction cylinder had discoloration, the sheet holder unit had corrosion due to water leakage, the bending angle in right direction did not meet the standard value due to wear of angle wire, the connecting tube had a cut, the distal end was shaved, and finally due to annual inspection, parts were replaced.the investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the duodenovideoscope had difficulty with tension rods and angles. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the light guide lens had a stain on the inside and the forceps elevator had leakage. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the foreign material was not at external surface of the device, the material could not be removed by reprocessing. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions resulting in humidity invaded lg-lens which led to corrosion. The event can be detected by following the instructions for use (IFU) section: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.